Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's eye. It was indicated that the lens was explanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.